Manufacturer narrative:
Internal components were evaluated which revealed the presence of corrosion of the motor and rotor of the device. The presence of corrosion can increase the friction among the rotating components of the device which can result in generation of heat.

Event description:
Customer stated that the device overheated during a procedure. There was no medical intervention required and no delay in the procedure.